Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limit in block e1 initial reporter :(B)(6).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit may require maintenance alarm while in use on patient. No harm or injury reported.

Manufacturer narrative:
Updated fields: b4, b5, e3, g1(contact person ¿ mfg site), g3, g6, h2, h11, h6 (medical device ¿ problem code). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit may require maintenance alarm while in use on patient and helium tracing went flat for approximately 5 second several times. No other issues with the pump. Placed patient on a second pump without issue. No harm or injury reported.